Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "status 42", "pace defib flt" and "paddle fault". The complainant indicated that there was no patient involvement in the reported failure.